Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had dislodged. Patient was asymptomatic. During revision when attempting to reposition the atrial lead, the helix would not appropriately extend or retract. As a result, the lead was extracted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.